Manufacturer narrative:
Date rec¿d by MFR 28aug2019. Date of report 04sep2019. This backup battery was tested and no failures were identified. Ubmission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer¿s customer specialist confirmed the reported issue. Replacement battery sent to customer.

Event description:
The customer reported that the battery dead/no power, and it was not working. There was no patient involvement.